Event description:
It was reported that the right ventricular (rv) lead would not pace. The lead had a fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4574 implantable pacing lead: (B)(6) 2011. (B)(4).